Manufacturer narrative:
Date of report : 14jun2019, date rec¿d by MFR :13jun2019. The device was evaluated by tech support who suggested a new touch screen was needed. The customer ordered a new touch screen, but they are unresponsive. Tech support is planning a customer callback a follow up report will be submitted once the investigation is complete. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 08aug2019. The biomedical engineer reports that the problem was resolved by replacing the touch screen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 14may2020. B4: 18may2020. The touchscreen assembly was returned to failure investigation for evaluation. The ul_lr and ur_ll resistance & resistance ratio were out of specification. Fault are found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a faulty touch screen. There was no patient or user involvement.